Manufacturer narrative:
Concomitant medical products: 507652 lead, implanted on (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their lead was broken and needed to be replaced. Then, seventeen days later, at the right ventricular (rv) lead revision procedure it was reported that there was noise and high impedance sensed on the pace/sense portion of the rv lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.